Manufacturer narrative:
Follow up 001 report (ref natus complaint# (B)(4)). 24 sep 2021: it was further reported by the customer that the second photo showed damage where the arm contacted the support pole. Damage was not caused by camera hitting the top of the support pole as previously submitted.

Event description:
Natus technical service was informed by the customer the nicview camera arm had cracks at the base of the arm. No injuries reported.

Manufacturer narrative:
Follow up 002 report (ref natus complaint# (B)(4)). 07 may 2022 - it has been over 45 days since technical service requestedthe customer to return nicview arms and complete replacement form. No response from customer. Unable to review for manufacturing date because the serial number is not available. Investigation result code: seattle/unknown source of damage. Closure rationale: complaint could not be verified, materials not returned for analysis. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Manufacturer narrative:
Initial report (ref natus complaint# (B)(4)). Technical service was informed by the customer the nicview camera arm had cracks at the base of the arm. The customer reported the second photo showed damage where the camera hit the top of the support pole. The customer reported the staff have tightened the set screws on the aluminum pole clamp but not the camera itself. The customer reported that he had removed the broken cameras with cracked arms on (B)(6) 2021. The customer requested a quotation for an upgrade to replace the nicview cameras and arms. The customer reported that he did not know if the arms had been tightened in the past five years they have been used. Customer reported he pulled three cameras from service with cracks and had more in use with fine cracks at the mounting base. Technical service e-mailed the customer and asked the customer to clarify his statement about the cracked cameras when the photos showed cracked camera arms. Technical service called and left voicemail for customer requesting more information. The nicview installation guide (p/n 0168518) instructions are to tighten the allen wrench bolt on the arm. Do not over tighten but do tighten to make it snug. A torque click wrench may be used (such as husky 625 319 or equivalent) to verify installation torque, which should be 60 inch-pounds (6.8 nm). Arm should still be able to move up and down and hold position when let go. If the arm is over torqued the plastic case may break. The nicview installation guide additional instructions for the arm are the base of the arm will have either a lever or an allen wrench bolt. Use a 5/32" allen wrench to make sure the white base of the arm is tightened and that the arm is in vertical position at all times. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. (B)(4) rev. C, ID. Severity score 3 is moderate, and the initial risk rating is medium. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. The customer reported the nicview cameras and arms had been in use for five years. A device history record review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. Affected product has been requested to be returned for evaluation.

Event description:
Natus technical service was informed by the customer the nicview camera arm had cracks at the base of the arm. No injuries reported.